Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
It was reported that insulin pump alleged under delivery as the blood glucose levels remained high even after adjusting basal and bolus and the customer was in emergency room as the customer experienced hyperglycemia on (B)(6) 2020. Customer's blood glucose level was 16 mmol/l at the time of incident. Customer was assisted with troubleshooting and declined troubleshooting for low blood glucose level. Customer has been using insulin pump system within 48 hours of reported high blood glucose level. Customer stated that they were treated with insulin pump for high blood glucose and with juice for low blood glucose level. Customer declined to perform a carelink upload. The reservoir will not be returned for analysis.